Manufacturer narrative:
After several pullbacks, calibration failed and the image disappeared. Investigation found the puller handle was not adhered to the torque wire cover, causing loss of pullback function. The image quality was otherwise good. The issue was confirmed.

Event description:
Goodman compaint #: (B)(4). After a few pullbacks, couldn't calibrate it and the image disappeared.